Event description:
The customer reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and guided the customer through the process, resolving the issue without further errors, and the customer successfully started their sensor session.